Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.

Event description:
It was reported that the customer received a refurbished cordless driver. Prior to use, it was noticed that the paint was chipping on the device. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event of an out of box failure of a refurbished device was not duplicated. Based on the observations during the device evaluation, consultation with a subject matter expert, and serial number inquiry, storage and handling of the device at the account may have caused or contributed to the reported event.

Event description:
It was reported that the customer received a refurbished cordless driver. Prior to use, it was noticed that the paint was chipping on the device. There was no patient involvement, and there were no user injuries or adverse consequences.